Event description:
The customer reported that the unit has an internal battery failure. The unit was not in use and there was no patient harm reported. The field service engineer replaced the power management board and battery to address the reported issue. The unit passed all applicable testing.